Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an air in line alarm was not reproduced. A review of the event history log revealed multiple 'air in line!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No action required to address the allegation. During evaluation the device had delayed keypad response. The cause was identified to be a failed processor board. The processor board requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.